Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a crack in the tubing. This was found during filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 29, 2014 to august 01, 2014. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed the tubing had been partially broken at the junction of the distal luer lock. Therefore, the reported condition was verified through evaluation. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.